Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the abnormal movement of the device and the detachment of the clip from one mitral valve leaflet. It was reported that the first mitraclip was deployed in the patient with degenerative mitral regurgitation (mr) reducing mr from grade 3-4 down to 2-3. The second mitraclip was inserted into the left atrium, then the left ventricle. When the clip was unlocked in the left ventricle, a lateral movement of approximately five degrees and slight rotation of the clip was observed. The clip was able to be positioned by keeping it unlocked until the clip grasped the leaflets. The procedure was continued and the second clip was deployed without further incident. Mr was reduced to 1. There were no adverse patient effects. Two days after the procedure, the second mitraclip was found to only be attached to the posterior leaflet and mr returned to grade 3. A second procedure will most likely be planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use (IFU) instructs the user to raise the grippers and open the clip to 180 degrees in the left atrium, prior to advancing into the left ventricle. As it was reported that the clip was closed in the left atrium, advanced into the left ventricle and then attempted to be opened under the leaflets, this information suggests that the user deviated from the steps outlined in the IFU. With the delivery catheter (dc) shaft extended into the left ventricle, it is possible that the shaft would experience exaggerated movement during clip unlocking due to added tension on the shaft in order to open the clip from the closed position. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology / pathology. In addition, user error appears to have contributed to the reported difficulty positioning the dc shaft. The reported patient effect of worsening mr appears to be a secondary effect to the slda, and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.